Manufacturer narrative:
(B)(4). The event occurred on an unknown date between (B)(6) 2014 and (B)(6) 2015. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. It was not reported if the patient was hospitalized for the peritonitis event. The cause of peritonitis and treatment for the event were not reported. On an unreported date, dianeal therapy was discontinued, and the patient switched to hemodialysis; however, it was not reported if this occurred coincident with this episode of peritonitis. The patient was recovered from the event by an unspecified date in the month seven months prior to the month that this report was received. No additional information is available.